Manufacturer narrative:
Follow-up # 1 (07/02/2013)-device evaluation: the subject meter was returned on 05/06/2013 and analysis completed on 06/20/2013 by lifescan product analysis with the following findings: the reported complaint against the ok button could not be confirmed. The meter functioned normally during investigation and no issues were found with the ok button. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.